Event description:
Worsening knee pain [arthralgia], knee swelling [joint swelling], knee effusion [joint effusion]. Case description: synvisc spontaneous report received on 01-jun-2009 from a health care provider via a company representative regarding an (B)(6) male patient with a history of bilateral knee osteoarthritis, (B)(6) who, experienced knee pain, knee swelling and knee effusion after starting synvisc. The patient received injections of synvisc into both knees on (B)(6) 2009 and (B)(6) 2011. The reporter stated the patient experienced progressively worsening knee pain and swelling after (B)(6) 2009. The patient was seen on (B)(6) 2009 and had both knees aspirated (40-50 cc). The patient was injected with corticosteroid with good effect. At the time of this report, the outcome of the patient was unknown. (B)(6). Additional information was received on 05-jun-2009 in the form of qa results. The production and quality control documentation for lot# n0804 with expiration date of 01/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# n0804, with expiration date 01/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.